Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to t wave oversensing. The technical services (ts) discussed troubleshooting and reprogram options. This s-ICD remains in service. No additional adverse patient effects were reported.